Event description:
Report received by fax from a physician in france reporting a pt who was treated with bovine collagen in the eyelid and between the eyebrows in 1999. On 27 march 1999 the pt developed erythema and edema at the treatment sites that lasted for at least one month. The local symptoms were considered by the physician to be product related. The pt was treated with locapred (corticoid) percutaneously. No other info was reported.